Event description:
A report was received from a user facility in the (B)(6) stating the "blue circle of the sleeve separated from the cannula and fell into the eye. The surgeon increased the size of the incision and extracted the piece from the eye. Several sutures were used to close the incision. The procedure continued with no further problems and the patient outcome was good."

Manufacturer narrative:
Visual inspection of the returned sample confirmed the polyimide sleeve has been torn from the hub and was lying loose in a specimen container. The sample has been sent to the vendor for further evaluation. The sterilization and lot history records for this device were reviewed and were found to be acceptable.